Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting error code 1104 "check vent: backup alarm failed". The device continued functioning, and a sales representative confirmed the alarm upon checking. The device was subsequently collected for further evaluation. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone (B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the "check vent: backup alarm failed" (diagnostic code 1104) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The cpu printed circuit board assembly (pcba) was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.